Event description:
It was reported by (B)(6), an onkos sales representative, that a patient with an eleos distal femur replacement suffered from loosening of the femoral 17x100mm cemented segmental stem and associated reduced resection collar. The revision surgery was performed by doctor (B)(6) on (B)(6) 2023. On 20 february 2024 and 21 february 2024, additional details regarding the primary surgery and patient information were requested. On 21 february 2024, (B)(6) confirmed that additional details with respect to the primary surgery and patient information remain unknown.

Manufacturer narrative:
It was reported by (B)(6), an onkos sales representative, that a patient with an eleos distal femur replacement suffered from loosening of the femoral 17x100mm cemented segmental stem and associated reduced resection collar. The revision surgery was performed by doctor lutes on (B)(6) 2023. As detailed in section 3.5, the IFU and surgical technique documentation identifies elements such as patient contraindications, patient selection factors, surgical procedures/techniques and other precautions/conditions that potentially contribute to adverse effects. The root cause of this complaint was not determined. The following mdrs are related to this adverse event: 3013450937-2023-00343, 3013450937-2023-00344.